Event description:
It was reported that a 50-year-old female patient underwent an unspecified breast surgery with a mentor ce med height te 350cc tissue expander that deflated post implantation. It was reported that the right breast tissue expander would leak during filling sessions. As a result, the patient underwent bilateral explantation and replacement with mentor memoryshape breast implant 330cc gel breast prostheses on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: tissue expander deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-dec-2022, the mentor failure analysis lab received the device for evaluation. On 22-dec-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the tissue expander. The product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing and microscopic examination of the returned device. During visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedure. Findings revealed a tear at the union between the shell and the patch, on the anterior view. Additionally, no other leak sites were detected. Microscopic examination was performed, and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).